Event description:
It was reported that during a wrist procedure using a microblator 30 icw wand, the tip of the wand detached while inside the surgical site. The surgeon searched for the missing tip for 40 mins, but ultimately decided to abandon the tip inside the patient's wrist. There have been no further patient complications reported as a result of this event.